Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system (dxh 800) was generating aspiration errors. Customer reported that there was a loose tube from the blood sampling valve (bsv). Customer reported that they could not identify the fitting port where the tube came loose. Customer reported that there was 50 ml of diluent leak. Customer reported that the leak was contained in the drip tray below the bsv. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was located at the blood sampling valve (bsv). The fse trimmed the tubing for a tighter fit and resolve the leak at port 7 on the bsv. The fse ran testing to verify the repair. The fse verified the results met published performance specifications. The repair was recorded in customer's quality control (qc) records.